Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a distortion in the cylinders when inflating the ipp. The cylinders had crossed over. During the original surgery, a crossover occurred without the physician noticing while dilating. Over time the severity of the cross over increased so the ipp was revised and repositioned. A patient outcome of fully recovered was reported.